Manufacturer narrative:
The unit was received with cracked battery tube threads, cracked case along the side of the battery tube, missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was cracked. No further details were provided. The insulin pump was returned for analysis.